Manufacturer narrative:
Received one used list #unknown, spiros connected to one used list #146870489, primary plum set with one used ref #s8004-5264, 0.9% sodium chloride injection, usp100 ml intravenous bag for inspection. As received, a stickdown was observed. The stickdown was a fold over stickdown, typical of access at an angled entry. The set was attached to an ICU medical provided IV bag, primed per packaging directions and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested and a leak was observed. The clave was disassembled and a slightly bent spike and tear on the side of the seal were observed. The reported complaint of stickdown and occlusion can be confirmed. The probable cause is due to access at an angled entry on the secondary port. Access connectors straight on (without angled or sliding entry). A device history record review could not be conducted because no lot number was identified. Corrected information can be found in: d3 - manufacturing plant country. E4 - initial report sent to FDA.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported a stick down at the b port; occlusion occurred when hanging opdivo. It was unknown if there was patient involvement, however, harm was not reported as a consequence of this event.